Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the initial crossing of the bulky severely calcified native valve with the balloon inflated 1 cc likely caused the pinhole in the balloon. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During inflation of a 26mm sapien 3 valve on the commander delivery system, the valve inflated only 20% with 22cc inflation volume due to a ¿pinhole leak¿ in the distal end of the balloon. The delivery system was removed and a second delivery system was used to post dilate to make sure the valve was fully expanded. The patient¿s native valve had bulky severe calcification and the aortic root was more horizontal making it difficult to advance the system. The balloon was inflated 1 cc to make a ¿nose cone¿ to advance the system through the native valve before implantation. The perceived root cause is patient calcium created a hole in the balloon when inflating the balloon 1 cc to help advance the system through the native valve. There was no injury to the patient.